Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 10 mg/ml hydromorphone at a dose of 0.505 mg/day via an implantable infusion pump for malignant pain. It was reported that on (B)(6) 2018 a motor stall was seen at initial interrogation and the patient had recently had an MRI. The MRI was done at 9:30 and 11:30 was the first pump interrogation and the pump had been interrogated multiple times since then. It was not 12:30 and the pump was still alarming per the hcp. A pump refill was also done on (B)(6) 2018 post MRI. There was no suspicion of a device or therapy issue in regards to the manufacturer's product in regards to the reason for the MRI. There were two different MRI machines utilized and the MRI tech called the manufacturer for the MRI guidelines per the hcp. The hcp was requesting a local manufacturer's representative (rep) take over for confirming the motor stall recovery. Per the logs, motor stall recovery had not occurred and it had been more than two hours since the patient exited the MRI field. No medical symptoms were reported and no further complications were expected or anticipated.